Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.

Event description:
Consumer called to report car accident after giving herself a bolus based on a 290 reading. Was taken to the ER by the paramedics and then released. Consumer acknowledges possible improper storage of strips.